Manufacturer narrative:
Analysis was normal. No anomalies were found. All damages found were consistent with procedural damage.

Event description:
It was reported that a patient presented for an implant procedure. During the procedure it was noted that the insulation of the right atrial lead appeared to be separating and another lead was used. The patient was stable before, during and after the procedure.